Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced infection, the warning section in the instructions-for-use states "¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2017 - the patient underwent surgery for repair of an incisional ventral hernia. A ventralex st hernia mesh was implanted to repair the hernia defect. On (B)(6) 2017 - the patient underwent an additional surgery to remove the ventralex st, which was alleged to be infected. The attorney alleges the patient was severely and permanently injured and has suffered and will continue to suffer physical pain.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2017 - the patient underwent surgery for repair of an incisional ventral hernia. A ventralex st hernia mesh was implanted to repair the hernia defect. On (B)(6) 2017 - the patient underwent an additional surgery to remove the ventralex st, which was alleged to be infected. The attorney alleges the patient was severely and permanently injured and has suffered and will continue to suffer physical pain.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to correct the manufacture and expiration date for the ventralex st.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced infection, the warning section in the instructions-for-use states "¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum 1: addendum to the previous report. This supplemental emdr is being sent to correct the manufacture and expiration date for the ventralex st. Addendum 2: this supplemental MDR is submitted to document additional information provided. Based on the information received, no conclusions can be made. Per medical record review, about 2 months post implant of ventralex st (device #1) mesh, patient developed with postoperative seroma, fistula, infection and underwent mesh explant. Review of manufacturing records confirms product was manufactured to specification. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists seroma, fistula formation as possible complication. This supplemental emdr was submitted to represent the ventralex st (device #1). Additional emdrs were submitted to represent the ventralight st (device #2) and ventrio st (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2017 - the patient underwent surgery for repair of an incisional ventral hernia. A ventralex st hernia mesh was implanted to repair the hernia defect. (B)(6) 2017- the patient underwent an additional surgery to remove the ventralex st, which was alleged to be infected. The attorney alleges the patient was severely and permanently injured and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2017 - patient with incisional ventral hernia underwent repair with ventralex st mesh (device #1). Per the operative notes,¿ I opened the old incision and dissected the hernia sac. I put ventralex st mesh (device #1) and sutured." (B)(6) 2017 - patient was diagnosed with cellulitis. (B)(6) 2017 - patient developed seroma, fistula and infection around the mesh and underwent excision of mesh and primary fascial closure. Per the operative notes, " I make an opening in the old incision. There was a fistulous track from the mesh to the skin which was dissected. There was lot of scar tissue in the area and also granulation tissue that is infected in this area around the mesh. I pulled the mesh out." (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia and underwent laparoscopic repair with mesh. Per the operative notes," there were adhesions and ventral hernia. I opened a midline incision and dissected the hernia sac. Ventralight st mesh (device #2) was plaved underlay behind the muscle and sutured." (B)(6) 2017 - patient developed abdominal pain. (B)(6) 2017 - patient visited the hospital for abdominal pain and diagnosed with recurrent incisional hernia with possible infected seroma and underwent repair with ventrio st (device #3) and removal of old mesh (ventralight st) (device #2). Per the operative notes,¿ I took the old sutures, there was a seroma which was aspirated. Under the fascia, there was a hematoma that was evacuated. The old ventralight (st) mesh (device #2) was encountered which was starting to adhere and debrided a gelatinous coagulum on the mesh and removed the old mesh. After removing all the adhesions from another hernia, I then put mesh (ventrio st mesh) (device #3) and sutured." (B)(6) 2017 - patient developed drainage from the umbilicus and underwent revision surgery for remove the umbilicus, infected granulation tissue and suture and wound vac placement. Attorney alleges that the patient had pain, hernia recurrence, seroma, emotional injuries, infection, three subsequent surgeries for recurrent ventral hernia and debridement of abdominal wall.